Event description:
The affiliate reported the customer alleged erroneous thyroid-stimulating hormone (tsh) patient results involving access 2 immunoassay system. The customer had noticed an upward trend of tsh patient results, outside of the normal reference range; patient population of the laboratory is typically within the normal reference interval. The customer also noticed ferritin and free t4 patient results were lower than normal with free t4 giving indeterminate result flags; the customer did not indicate erroneous results for either of the assays. The customer discontinued use of the unit and performed quality control (qc) for tsh and noted qc results were greater than 2 standard deviation. The customer stated system check failed with high wash mean and high substrate ratio. The customer performed weekly system maintenance and repeated system check, which failed. The erroneous results were not released out of the laboratory. The customer has a standard laboratory protocol to manually verify each patient result prior to release. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) cleaned the analytical module and diagnosed a defective mixer pulley. The fse repaired the pulley. The fse cleaned the precision and wash valves and replaced the aspirate probes and aspirate probe tubing. The fse verified instrument hardware by performing a passing system check within instrument specifications and passing quality control (qc) within the customer's established limits. The unit conformed to the manufacturer's published performance specifications.